Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t2 implant of the fast-fix 360 curved device was missing a piece. There is no report whether the t-1 implant was implanted and/or successfully retrieved. It is unknown whether there was a delay in the procedure as the result of this alleged event. There is no report of patient injury associated with the alleged event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. (B)(4).